Event description:
On (B)(6) an amazon customer commented that the product was false negative: consumer said that both tests provided false negative results, and that a new expiration date sticker was placed over the original expiration date and lot number leaving no way to verify the tests were legitimately included in the extension. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc. Following by reporter's consent.